Event description:
General report received of an unspecified number of undocumented incidents of no flow. The tubing sets were being used to deliver unspecified concentrations of propofol in 60ml syringes via unspecified infusion pumps. It was reported when trying to deliver bolus doses or at high delivery rates, the pumps alarmed for occlusion. The customer contact indicated the tubing sets were removed and the syringes were connected to the patient's venous accesses and the therapies were resumed. There were no reported adverse patient effects. No medical intervention were reported. Though requested, no additional info was provided.

Manufacturer narrative:
Devices are expected to be returned for investigation. They have not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.